Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that 7 months post-op that both rods were broken. No additional information is available at the time.

Event description:
It was reported that the patient underwent a revision surgery. The rods were removed and replaced.